Event description:
The complainant reported a pump alarm (flow blocked) during the automatic priming cycle. There has been no report of serious injury or illness associated with this complaint.

Manufacturer narrative:
The lab evaluation indicated that the complaint of a flow block alarm during priming was confirmed and that the pump failed to function properly because the inlet valve slider was positioned improperly.